Manufacturer narrative:
It was determined that the sub-optimal tissue processing reported is derived from the "factory 4 hr xylene free" protocol started in retort b at 11:33pm on (B)(6) 2015, which completed successfully at 15:31pm on (B)(6) 2015. This protocol comprised 22 cassettes based on information entered by the user into the instrument software. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 4 hr xylene free" protocol started in retort b at 11:33pm on (B)(6) 2015. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at completion of the "factory 4 hr xylene free" protocol started in retort b at 11:33pm on (B)(6) 2015. Specifically, a user failed to remove cassettes from the retort following completion of a processing run before commencing a cleaning protocol. The leica peloris/peloris ll user manual contains the following specific warning: "remove all tissue from the retort before running a clean protocol as the dry step will damage the tissue."

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of gastric biopsies resulting in damaged samples being "unrecoverable". Information provided by the complainant indicated that the laboratory had no more patient tissue to work with. Information provided by the complainant to a leica product applications specialist on (B)(6) 2015 indicated that the affected tissue samples were hard to section, crunchy and showed signs of a blue hue after staining. On (B)(4) 2015, the leica product applications specialist was advised that "pathologist have spoken to some clinicians on affected cases, but couldn't advise which cases". On (B)(4) 2015, leica biosystems received information that re-biopsy of patient(s) is not required. The laboratory manager stated "she is 99% confident that there were no-biopsies done, however to be absolutely sure she will need to consult with the pathologists and clinicians involved and this may take another two weeks". (B)(4).

Manufacturer narrative:
As at 22 january 2015, leica biosystems has not received any further information as to the final status of the affected samples, despite multiple requests for this information being made to the laboratory.

Manufacturer narrative:
As at 23 december 2015, leica biosystems is currently waiting for a response from the laboratory regarding the final status of the affected tissue samples.